Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the closure of the tissue could not occur because of the products cross firing. There was no patient injury.